Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The adhesive was also returned and no issues were observed. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the detachment of the adc device. As a result, on (B)(6) 2022, the customer experienced symptoms of hypoglycemia and lost consciousness and was provided "edible treatment gel" by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.